Event description:
No new information.

Manufacturer narrative:
An event regarding disassociation involving a mako mics was reported. The event was confirmed. Method & results: product evaluation and results: device with disassociation was returned to the supplier and evaluated. The following failure was confirmed through visual/functional inspection: collar - loose screws - pivot mechanism - missing screws. Clinician review: no medical records were received for review with a clinical consultant. Product history review: device history records indicate devices were accepted into final stock. No non-conformances were identified during inspection. Complaint history review: there have been other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
During bone prep, a small screw fell out of the mako handpiece. Case type / application: tka 2.0.